Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of "high" mg/dl specific value not provided; cause was unknown. Customer was treated with intravenous fluids to address the elevated bg, customer could not clarify nature of "fluids" they received. Customer was discharged 3 days later, (B)(6) 2023 with the issue resolved and no permanent damage.